Event description:
It was reported to philips that the customer received an error message stating that the generator was busy and was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was delayed and completed by restarting the system multiple times. The philips field service engineer (fse) inspected the system onsite and identified a faulty unit in the x-ray generator. A review of the system logfiles found point evr inverter short circuit. The defective power inverter evr certeray was returned for analysis, and it was concluded that the inverter short circuit error message was interrupted. The fse replaced the power inverter (point evr) certeray was replaced. After replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.